Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for five patient samples tested for the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer (e411). The erroneous results were reported outside of the laboratory. The first sample initially resulted as 2.53 iu/l accompanied by a data flag. The sample was repeated four times, resulting as 7.36 iu/l accompanied by a data flag, 9.74 iu/l accompanied by a data flag, 3.48 iu/l accompanied by a data flag, and 0.871 iu/l. The second sample initially resulted as 0.328 iu/l. The sample was repeated four times, resulting as 0.928 iu/l, 0.433 iu/l, 0.771 iu/l, and 4.59 iu/l accompanied by a data flag. The third sample initially resulted as 0.615 iu/l. The sample was repeated four times, resulting as 1.74 iu/l accompanied by a data flag, 1.05 iu/l accompanied by a data flag, 0.940 iu/l, and 1.05 iu/l accompanied by a data flag. The fourth sample initially resulted as < 0.100 iu/l accompanied by a data flag. The sample was repeated five times, resulting as 0.119 iu/l, 2.16 iu/l accompanied by a data flag, 0.996 iu/l, 0.996 iu/l, and 0.253 iu/l. The fifth sample initially resulted as 20.84 iu/l on (B)(6) 2018. The sample was repeated five times, each time resulting as < 0.100 iu/l on (B)(6) 2018. No adverse events were alleged to have occurred with the patients. The hcgb reagent lot number was 240444, with an expiration date of (B)(6) 2018. The calibration performed prior to the event appeared to be outdated. The customer recalibrated on (B)(6) 2018. The field service engineer performed a system clean and this fixed the performance issue. Performance testing was run on the analyzer.

Manufacturer narrative:
The field service engineer changed the measuring cell of the analyzer. The analyzer was working within specifications after this action.